Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
It was reported that when the dialysis catheter was connected with machine, the vein was found outflowing of blood, so the dialysis catheter was removed.